Event description:
It was reported that a malfunction alarm occurred on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions, assisted the caller in resetting the pump, and ensured the issue did not recur. The customer was advised to continue using the pump and to report any recurring malfunction codes.